Event description:
It was reported that a technician performed arteriotomy closure of a moderately calcified right common femoral artery (rcfa) after a heart diagnostic procedure. The diagnostic procedure as well as vessel closure were uneventful and the patient was discharged. Reportedly, the following day the patient was scheduled for a right coronary artery angioplasty and the rcfa was re-accessed. An angiogram performed showed complete occlusion of the rcfa with thrombus present. The patient was asymptomatic. The opposite groin was accessed and the rcfa was ballooned and blood flow restored. The coronary angioplasty procedure was performed and the left groin was closed placing a sheath and applying manual arterial compression. It was not certain if the starclose se clip had grabbed or not the arterial back wall. The patient did not experience any adverse sequela. The technician is reportedly in-training in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - improper or incorrect method/procedure; do not deploy the clip in areas of calcified plaque. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The reported information stated deployment and closure of the right common femoral artery (rcfa) was uneventful and the patient was discharged. The reported patient effect of complete occlusion of the rcfa with thrombus present is possibly associated with incorrect placement of the clip in the patient anatomy. It was reported in this case that the user was not certain if the starclose se clip had grabbed the posterior artery wall. Reportedly, the user was in-training in the use of the starclose se device. It should be noted that the starclose se instructions for use (IFU) states: prior to use, the operators must review the instructions for use and be familiar with the deployment techniques associated with the use of the device. It was also indicated that the clip was deployed into a moderately calcified vessel. The IFU precautions state do not deploy the clip in areas of calcified plaque. Based on the reported information and the manufacturing inspection criteria, the reported patient effect of occlusion with thrombosis appears to be related to user technique and not a product quality deficiency. Review of the device history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there have been no previous similar incidents reported for this lot. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.